Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned. Visual inspection of the provided picture noted the tip of the instrument fractured. The complaint is confirmed. The device was not returned to complete additional actions. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured while impacting implant. There was no impact to the patient. No additional information available.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical products: item#: 405800, comp. Rev shldr 9 in steinmann; lot#: 579200. Item#: 405889, comp rvs 2.7mm dia drl; lot#: 579020. Item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 502820. Item#: 115394, comp rvs cntrl 6.5x20mm st/rst; lot#: 088810. Item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: j7080361. Item#: 180550, comp lk scr 3.5hex 4.75x15 st; lot#: 664270. Item#: 180554, comp lk scr 3.5hex 4.75x35 st; lot#: 464980. Item#: 180552, comp lk scr 3.5hex 4.75x25 st; lot#: 010620. Item#: 113609, comp primary stem 9mm micro; lot#: 64964404. Item#: 110031402, hmrl tray +3 std; lot#: 65213982. Item#: 110031425, hmrl bearing 36 mm +3 vite; lot#: 65115633. Item#: 98-0009-000-83, comp shrt st/comp rvs gln e1/ins; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.